Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2009-05630 for a description of the other device. It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy procedure performed on (B)(6), 2009. According to the complainant, the physician was treating a bleeding ulcer within the duodenum. The physician grasped the tissue and deployed the clip. However, after the clip deployed off of the catheter the jaws of the clip opened back up. The clip fell into the pt's duodenum. The clip was not removed. A second clipping device of the same type was opened and positioned within the duodenum. The physician grasped tissue and deployed the clip off of the catheter. However, the clip had not grasped enough of the mucosal wall. The clip fell off of the tissue and into the pt's duodenum. The clip was not removed. A third clipping device of the same type was used to complete the procedure with no complications to the pt. At the conclusion of the procedure, the pt's condition was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and MFR dates are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).